Event description:
It was reported that this tachy lead was a case of an attempted implant due to bent lead above the coil. This tachy lead was replaced and was returned for analysis. No adverse patient effects were reported.